Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue. The fse suspected that the camera head was faulty. The issue was resolved after the replacement. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The camera was analyzed and found to be out of alignment and needs adjustment. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope could not focus. There was no error reported. The intuitive technical service engineer (tse) guided the customer to adjust the focus setting but the issue persisted. The customer stated that they reset the endoscope in the camera head and checked the drape and adapter but the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no reported injury and the procedure was converted to laparoscopic surgery.